Manufacturer narrative:
Hamilton medical ag case number (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the abnormity (ventilator device would not function in bilevel positive airway pressure (bipap) modus) is noticed during usage. There is patient involvement. There is medical intervention reported without mentioning further details. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The flow sensor calibration failed during patient ventilation while attempting to use bipap mode. The device alarmed both visually and audibly, and the unit was removed from service. No patient harm occurred. Consequently, the event did not cause or contribute to a death or serious injury. The most probable root cause of the event could not be definitively established. The unit was updated with the latest software, configuration was transferred, and all service software checks were performed according to manufacturer specifications. The device passed all functional tests and no hardware faults were confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
The following was reported to hamilton medical ag: - the abnormity (ventilator device would not function in bilevel positive airway pressure (bipap) modus) is noticed during usage. - there is patient involvement. - there is medical intervention reported without mentioning further details. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.